Event description:
The rptr indicated that it seemed the analyzer gave a ventricular r-wave of about 8mv. The rep programmed the pacemaker to ventricular sensing of 2.5mv bipolar, with autosensing on. Later, an inquire revealed a ventricular sensitivity of 1mv. A sensing threshold test, performed twice, gave a 2mv threshold. The device was programmed to autosensing off and manually measured a sensing threshold>7mv.